Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose level of 40-44 mg/dl range which resulted sweating. Customer consumed glucose tablets to address bg. No additional information was provided and the customer declined troubleshooting with tandem technical support.